Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was experiencing pain at the site of their implantable pulse generator (ipg). Patient underwent surgery on (B)(6) 2020 wherein the site of the ipg was revised. Post-operatively, patient's pain was resolved and patient is stable.